Event description:
It was reported that the patient presented in clinic for routine generator exchange. During procedure it was observed that there was high capture thresholds on the atrial lead. Programming changes were performed to address the issue. The patient condition was stable.